Manufacturer narrative:
No further patient effects were reported. An attempt was made to retrieve additional information from the field concerning the final outcome of this event, however, no further information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead had increasing heart failure symptoms. During a follow-up, it was noted the ra lead had dislodged. The patient was hospitalized.